Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the pump system lost ac power. An alternate device was employed. The user discovered that the user facility ac outlet that the pump system had been plugged into was not reliable. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in progress but not concluded.